Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and 2 tears were noted in the silicone housing. One tear was on the underside and one on the topside of the valve. There were also marks in the valve casing in the same place as one of the tears were also noted, it is possible that the valve was clamped and pulled, but this could not be determined. The valve was irrigated and an occlusion was noted. The valve was tested for programming and pressure and failed the tests. Further examination revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that after implantation, it was found that the patient¿s condition deteriorated and the ventricles of the patient¿s brain became large. The pressure was changed to a lower setting but there was no improvement. As a result, a revision was conducted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.